Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation: a complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample/batch/lot number information. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc wing leaks at the luer connection. The following information was provided by the initial reporter: seems like the product is leaking at the connection point.